Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following reportable issues: there is a foreign object in the nozzle. No other issues were found at evaluation. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing of the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.